Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. The device was advanced through the endoscope and the clip was closed onto the tissue site. The site to be clipped was described as a submucosal defect estimated to be 5 cm in size. The technician pulled the handle of the clip and squeezed tightly. With a great amount of force on the handle the clip would not release from the deployment device onto the tissue site. After multiple attempts the clip did eventually release onto the tissue. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Unused devices for the following lot numbers were returned for evaluation on 12/11/2013: w3191848, manufacture date 09/06/2012, expiration date 09/06/2015; w3239999, manufacture date 01/17/2013, expiration date 0/17/2016; w3251202, manufacture date 02/12/2013, expiration date 02/12/2016; w3330150, manufacture date 10/01/2013, expiration date 10/01/2016. For all unused devices: the devices were returned in sealed pouches. The foam tip protectors were correctly in place. An increase in resistance was observed in the movement of the device wire once the clip was pulled halfway into the housing prior to deployment. The devices were advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clips were successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore these devices functioned as intended. The device history records for the lot numbers associated with the sealed products returned were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the used products said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the issue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanent deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: is separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscope hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records associated with the sealed products confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.